Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous atrioventricular branch of a posterior descending artery. The lesion was pre-dilated with a non bsc balloon. The physician advanced the 2.5x24mm taxus liberte' drug eluting stent but was unable to cross the lesion. When the device was removed from the body, the physician noted that a stent strut was lifted. The procedure was completed with another taxus liberte' drug eluting stent. No patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation ; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B) (4).